Event description:
In 2010 an apogee graft was implanted. It was reported that now the pt is "sick" all the time; no other details were provided.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.